Event description:
After completing 10 ablations, pulmonary vein potentials remained in the ripv. The cryoablation catheter was removed from the sheath, and the physician then inserted a 4 mm rf catheter into the sheath to continue the procedure. The physician completed several burns before the patient's blood pressure dropped due to perforation. Pericardiocentesis performed and patient was stable. Upon removing the sheath, the physician noted that the sheath was kinked. The physician did not believe that the sheath contributed to the complication.

Manufacturer narrative:
The reported kink in the flexcath sheath has been confirmed through testing. The visual inspection sheath showed that the shaft was kinked at 1.52 inches and also at 2.59 inches from the tip. This report will be recorded and trended.